Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a hip revision due to pain. No signs of trunnionosis or metallosis. A physician declaration reports additional findings of synovitis, abductor muscle damage/tear and elevated metal ions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 139252 lot# 172350 m2a-magnum 42-50mm tpr insrt-6. Cat# 11-104114 lot# 519130 mlry-hd por fmrl 14x175mm. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.